Event description:
Pt was revised to address tightness of the knee joint.

Manufacturer narrative:
This initial report indicates that the 12.5mm tibial insert was replaced with a 10mm. No product was returned for evaluation. The investigation did not find any evidence of product contribution to the reported event. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action was not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.